Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed a crease/fold on the anterior view. Additionally, a tear was noted within the crease, measuring approximately 0.2 cm leak testing was performed according to the mentor procedure, and no additional leaks were observed. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. As a result, the patient underwent removal and replacement with a 350cc mentor memorygel breast implant (catalog #: 3503501bc, serial #: (B)(4)) on 20-jan-2021. The patient has fully recovered after the revision surgery.